Manufacturer narrative:
The investigation of positioning issues has been completed. No product was returned for a visual inspection. Data log analysis was not necessary for this complaint. The most likely cause of the positioning issue was use related. Updated with additional information the following have been reported incorrectly or missing from manufacturer device report 1220648-2023-03353: d6a and d6b added; f6/f8-should have been left blank.

Event description:
The patient expired during the procedure. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 42-year-old male in supraventricular tachycardia was implanted with an impella cp device for mechanical circulatory support. After implant, there was trouble achieving flow due to positioning in the mitral apparatus. The cardiologist attempted to reposition numerous times. Patient was dependent on device to unload while on va ECMO. The implella was exchanged and a new impella cp was implanted successfully.